Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number was r5757 with an expiration date of 08-oct-2024. Calibration was last performed on 15-mar-2024 and was acceptable. Qc was acceptable. There was no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found an issue with the syringe seals and a probe and replaced them. Precision and qc testing was acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for na electrode (na) on a cobas pro ise analytical unit. "Patient 2" initial na result was 151 mmol/l. The repeat result was 138 mmol/l. "Patient 3" initial na result was 150 mmol/l. The repeat result was 139 mmol/l. "Patient 4" initial na result was 150 mmol/l. The repeat result was 138 mmol/l. The repeat testing was performed on different cobas pro analyzers. The repeat results were provided as corrected results.

Manufacturer narrative:
The cobas pro analyzer serial number was (B)(6).